Manufacturer narrative:
Pump received with intermittent esc and act button response due to corroded keypad traces. No button error alarm during testing. Pump received with cracked reservoir tube lip, broken battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, scratched reservoir tube window, and stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. No further information was given.